Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device in this complaint is not sold in the u.s., but it is similar to other cordis pta catheters with the lit product code that are sold here.

Event description:
During an interventional procedure, a 6mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 2 atmospheres (atm). Therefore, it was replaced with a same size new unknown balloon catheter and the procedure was continued. There was no reported patient injury. No additional information could been obtained. The device will be returned for evaluation.

Manufacturer narrative:
During an interventional procedure, a 6mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at two atmospheres (atm). Therefore, it was replaced with a same size new unknown balloon catheter and the procedure was continued. There was no reported patient injury. No additional information could be obtained. The product was returned for analysis. A non-sterile saber rx 6mm 30cm155 was received for analysis inside a plastic bag. Per visual analysis, the shaft of the unit was observed kinked at the juncture of the shaft to the hub. The balloon of the saber was observed as had been inflated. Per functional analysis, a lab inflator/deflator device was attached to the inflation lumen of the unit despite the kinked condition on the juncture of the shaft to the hub and pressure applied. The balloon was successfully inflated. No anomalies observed during inflation. A product history record (phr) review of lot 82204583 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was not confirmed through analysis of the returned device. However, a kink was noted to be at the juncture of the shaft near the hub but had no contribution to the failure mode reported as functional analysis was performed successfully. The exact cause of the reported event could not be determined. It is likely procedural factors and handling of the device, contributed to the event reported by the customer. Per functional analysis, the balloon was inflated with no burst or leaks noted and without any issues to the balloon. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.